Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when aorta was cut, hs cutter split on both sides. The operation was completed without using new hs. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: corrected d10 to yes, corrected d10 returned to manufacturer from blank to 07/21/2020. Aware of correction requirement on 9/10/2020, h-6: evaluation method codes: removed "device not returned".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when aorta was cut, hs cutter split on both sides. The operation was completed without using new hs. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device, aortic cutter 3.8 mm, maquet pn cv000001733 from production order (B)(4) was returned to the factory for evaluation on 07/21/2020. The investigation and photo evaluation was initiated on 7/22/2020 and concluded on 04/06/2023 by the wayne complaint engineers. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The aortic case was observed to be split at the base of the aortic cutter. A visual evaluation was conducted. Signs of clinical use and heavy amounts of blood was observed on the aortic cutter. The aortic cutter housing cover was split at the joints but was not completely detached. There was only a split/gap identified at the joints of the housing, nearest to the proximal end of the aortic cutter. The blade and the needle were extended outside the cutter. The returned sample evaluation was conducted by the wayne supplier engineering team. The extension of the blade was measured at 0.400¿¿ which is within the specification [0.365¿¿-0.435¿¿] per mcv00029738 rev. D. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.536¿¿[4.506¿¿- 4.566¿¿] , the spring outer diameter was measured at 0.451¿¿ [0.442¿¿ ¿ 0.458¿¿] and the diameter of the spring wire was measured at 0.035¿¿[0.035¿¿ ¿ 0.037¿¿] . All the measured dimensions were within the specifications per mcv00029571 rev a. The length of the six pins were measured (case a; 0.1635¿, 0.1350¿, 0.1925¿, case b; 0.1630¿, 0.1350¿, 0.1930¿ ) as well as the diameters of the pins (case a; 0.08¿, 0.08¿, 0.08¿, case b; 0.08¿ 0.08¿ 0.08¿). All the measurements were within specification per mcv00029567 rev. C. Based on the investigation for any damages, there were no non-conformities and defects observed with the spring and the pins. Based on the returned condition of the device and the evaluation result, the reported failure "break" was confirmed. The housing was split open by the actuation button. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25150836 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.